Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test on a direct tested nasal. The nasal swab was used per the product insert instructions. Confirmation testing was performed at doctor's office with unspecified confirmation testing generated positive results. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test on a direct tested nasal. The nasal swab was used per the product insert instructions. Confirmation testing was performed at doctor's office with unspecified confirmation testing generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. The investigation is still in progress. A supplemental report will be provided after completion.